Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day follow up, a mobile thrombus was identified on the closure device along the limbus, via transesophageal echocardiogram (tee). The patient was switched from dual antiplatelet therapy to xarelto with a follow up tee scheduled in 6-8 weeks.